Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed intermittent elevations in pump power/estimated flow. According to the account, an aortic thrombus secondary to anticoagulation reversal due to bleeding events caused the patient¿s power elevations. A direct correlation between the device and the reported bleeding and subsequent aortic thrombus could not conclusively be determined through this evaluation. The submitted system controller log file was dated (B)(6) 2020 and contained approximately 8 days of data from 1565 days, 7 hours, 54 minutes ¿ 1573 days, 7 hours, 41 minutes (per the timestamp). The fixed speed of the pump was initially set to 9200 rpm and was decreased to 8800 rpm on day 1568. Pump power values appeared to have generally remained in the range of about 5.0-6.5 watts; however, a few intermittent moderate elevations in pump power over 7.0 watts were noted on day 1566-1567 and day 1573, peaking at 8.1 watts. All of the elevations in pump power correlated with corresponding elevations in estimated flow peaking at 8.2 lpm. Despite the observed moderate elevations in pump power/estimated flow, the system appeared to be operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file data. It was reported that the patient presented with large volume hematemesis and collapse, sustaining bifrontal parenchymal hemorrhages. Reversal of anticoagulation was required. An echocardiogram was performed, which demonstrated some thrombus within the aorta secondary to anticoagulation reversal. The account reported that this sequence of events caused the patient¿s power elevations. Further information provided by the account on (B)(6) 2020 indicated that the power elevations resolved with reintroduction of warfarin. The patient¿s inr was 2.1. The patient remains ongoing on the heartmate ii lvas and no additional events have been reported at this time. The heartmate ii lvas IFU lists bleeding and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines the recommended anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had unsustained power/flow elevations. On (B)(6) 2020 the patient presented with large volume hematemesis and collapse sustaining bifrontal parenchymal hemorrhages, which required reversal of their anti-coagulation. The patient had an echocardiogram that demonstrated some thrombus within the aorta secondary to reversal anti-coagulation. The thrombus was attributed to the patient having power spikes and elevated flows. Reversal of anticoagulation was required. Power elevations were resolved with reintroduction of warfarin, and their international normalized ratio (inr) was 2.1.